Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk concorde cage/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review /investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: kazim, g.e., ali, a.I., el karamany, m.m., and mohammed, m.s. (2020), transforaminal lumbar interbody fusion (tlif) technique for the treatment of degenerative lumbar disease, benha journal of applied sciences, vol. 5 (4 part 2), pages 1-7, (egypt). The aim of this retrospective study with randomized controlled clinical trial is to assess and evaluates the outcome of posterior instrumented transforaminal lumbar interbody fusion as a surgical treatment modality for symptomatic lumbar degenerative disease. Between 6 to 12 months, a total of 20 patients, age more than 40-year-old, were included in the study group. Another 20 patients who did not give consent to be subjected to surgical intervention were recruited in the control group. Surgery was performed using concorde bullet cage. Patients were asked to return to hospital for follow-up at 4 weeks, 3 months, 6 months, 12 months, and thereafter once a year after operation. The mean follow-up period was unknown. The following complications were reported: 3 patients had infection. 2 patient had persistent back pain. 1 patient had pseudarthrosis. 1 patient had neurologic deficit. 2 patients had no pain improvement. This report is for an unknown depuy spine concorde cage. This report is for (1) unk concorde cage. This report is 1 of 1 for (B)(4).